Event description:
It was reported that the patient presented for a follow-up check. High out-of-range pacing impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.